Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: concomitant medical products and device evaluated by MFR. Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, functional testing, quality control, and visual inspection of the returned device was conducted during the investigation. The complaint device was returned for investigation. There was no noticeable surface damage on the sheath, however the stopcock appeared to be deformed. A leak test was performed, revealing that the deformed stopcock leaked. The deformation of the stopcock appeared to be heat-induced, as there is no cracking. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed nonconforming events which could contribute to this failure mode; however, these were scrapped. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufactures instructions and quality control procedures were conducted, and no gaps were discovered. The IFU shipped with each device states, "all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage." "Using the side-arm of the valve, flush the sheath by filling the sheath assembly completely with heparinized saline." The IFU also states, "how supplied. Supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided and the examination of the returned product, investigation has concluded a cause for the event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the stopcock's seal was broken on the flexor ansel guiding sheath allowing air to be introduced during an angiogram procedure. However, there was no patient adverse effect. Another flexor ansel guiding sheath was utilized to successfully complete the procedure. The complainant reported the complaint sheath was placed in the right femoral artery via the right groin and was up and over the bifurcation when the broken seal was noted. They were not sure if the seal was broken out of the package or if it occurred during the procedure. Another manufacturer's catheter was being utilized through the complaint device. According to the complainant patient anatomy would not have been a factor in the device malfunction. The patient did not require any additional procedures due to this event.